Event description:
It was reported that this pacemaker had entered safety mode. The patient had reported fatigue. Technical services (ts) was consulted and recommended device replacement. This pacemaker was explanted and successfully replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. The patient had reported fatigue. Technical services (ts) was consulted and recommended device replacement. This pacemaker was explanted and successfully replaced due to premature battery depletion. No additional adverse patient effects were reported. Additional information was received and fainting, shortness of breath, sweating, shoulder pain and diarrhea have been reported as experienced patient symptoms prior to changeout. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker had entered safety mode. The patient had reported fatigue. Technical services (ts) was consulted and recommended device replacement. This pacemaker was explanted and successfully replaced due to premature battery depletion. No additional adverse patient effects were reported.